Event description:
A technician reported an "increase of bubbles" in the line during cataract procedures. All procedures were completed with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).